Manufacturer narrative:
A replacement pump was sent to the customer. In f/u with the customer on (B)(4) 2012, the customer further revealed that she developed a yeast infection in (B)(6). She would nurse her baby one side and pump the other side to store the milk. She did this from (B)(6), when she started getting blocked ducts, a yeast infection, and engorgement all about the same time. Customer was diagnosed with the yeast infection by her ob gyn; infection was treated with antibiotics. Customer indicated she was still having some issues with engorgement and was going to try a different size breast shield to see if that helped. A medela clinician called and spoke with the customer on (B)(6) 2012. The customer confirmed the replacement pump was performing better and, along with nursing her baby, was relieving her clogged ducts. The clinician sent info regarding proper fit of breast shields, maximum comfort settings, and tips for pump usage to help relieve the customer's ongoing engorgement and to provide comfort and efficiency. The original breast pump was returned for testing/analysis. In summary, the pump performed its intended function and met its performance specs. It cannot be definitively concluded that the customer's pump caused or contributed to the yeast infection. However, as the pump was in use at the time of diagnosis, a report is being filed. We will monitor complaints for similar issues. Eval summary - the pump was visually examined and the following were noted: pump type - freestyle, hours used - 67, serial number - (B)(4), battery pack - 7.2 vdc li-ion (spec #(B)(4)), measured output - 7.00vdc, transformer - 12.0v 1000ma (output spec), measured output - 12.17 vdc. Unit was returned with tubing set, breast shields, breast shield connectors, transformer, and battery. Vacuum tests were performed with the customer's returned pump kit. Vacuum levels and cycle rates were measured using a vacuum/cycle gauge. The returned unit passed all vacuum tests. The returned pump kit was inspected for any anomaly, such as leak or assembly error, which may directly influence the suction performance. No anomalies were found.

Event description:
The customer contacted customer service and indicated she kept getting clogged ducts and was dealing with engorgement. Customer said she felt it was the pump's fault. She took the pump to a lactation consultant, who tested the pump and told her the regulator was broken and the pump should be replaced.